Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them. Per investigator notification received via task on 21mar2024, it was reported that there was a faulty temperature cable and water leak from drain ports, slow filling due to clogged fill tube filter.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming that there was an error with the patient line and was not fully filling the pads then would not empty them. Per investigator notification received via task on 21mar2024, it was reported that there was a faulty temperature cable and water leak from drain ports, slow filling due to clogged fill tube filter.